Manufacturer narrative:
Product 200-02-35 three peg patella 35mm reported under 038671-2024-02459. Product 02-012-47-3509 logic cr tib insert std, sz 3.5, 9 mm reported under 1038671-2024-00871 .d10: concomitants: 4576988 - 02-012-47-3509 - logic cr tib insert std, sz 3.5, 9 mm. 5245724 - 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 5310308 - 200-02-35 - three peg patella 35mm. 5248761 - 201-78-15 - holding pin mini sharp point 4 pk. 5340556 - 521-78-23 - threaded pin size 2.3 collared. 5340576 - 521-78-23 - threaded pin size 2.3 collared. 5260743 - 521-78-32 - threaded pin size 3.0 collarless. 1000018027 - a10012 - gps implant kit v2. H3: the revision reported was likely the result of presumed prosthesis wear, instability, and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not returned for evaluation.

Event description:
It was reported that a female patient, initial left knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2024, approximately 5 years 11 months post the initial procedure. The patient was revised due to femur loosening from poly and patella wear. Everything was removed. There were no device breakages or surgical delays during the procedure. X-rays were provided. The patient was last known to be in stable condition following the event. No explanted devices are available for analysis as they were disposed of by the hospital. Device images were provided. No further information.